Manufacturer narrative:
The olympus technical support center (tac) completed troubleshooting with the user facility biomed in order to determine the cause of the issue. The issue remained after replacing the grey communication cables. The device was returned to olympus and is pending evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported that there was no signal coming from a light source during a procedure. There was a delay in the procedure in which the subject device was used. There were no patient injuries or medical intervention associated with this event. The procedure was completed with a different device. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to an olympus service center for evaluation. The unit was tested with a test video processor and various test scopes and the video image was functioning normally. The reported issue (no signal) was not confirmed or duplicated. Based on the results of the legal manufacturer's investigation, since the reported issue could not be confirmed or duplicated, it is possible there was a problem with the video controller that was in use with the subject device. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would have caused or contributed to the reported issue. The device met all specifications at the time of shipment.